Event description:
It was reported that the patient had driveline drainage with negative cultures and underwent an irrigation and drainage (I&d) procedure. Intravenous vancomycin and rocephin (ceftriaxone) were administered. The patient was admitted for further evaluation after I&d procedure on (B)(6) 2022. Further cultures were still negative. Last dose of antibiotics were administered (B)(6) 2023 via outpatient and PICC line. The patient continued to be treated inpatient and outpatient by wound care and wound continued to heal but was not resolved as of (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.